Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation it was observed, the coat of the image guide (ig) serpentine was peeled off. It was also noted, the water tightness was not maintained due to holes in the forceps channel, due to external factors, the insertion part serpentine was crushed due to an external factor, wrinkles in the insertion part, due to external factors were observed, the curved rubber adhesive is missing, curved rubber part was damaged, there were scratches on the universal cord due to external factors. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, air leakage was observed on the connector of the evis lucera elite bronchovideoscope. Upon inspection of the customer¿s returned device, it was observed, the coat of the image guide (ig) serpentine was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/ reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.